Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level was reported to be 225 mg/dl. During the call with tandem technical support, the customer declined to troubleshoot to determine a possible cause of the occlusion. The customer stated that supplies would be change and a correction bolus would be taken via the pump to stabilize bg level.